Event description:
Additional information was received from the healthcare provider via the company representative who reported that the cause of the inability to aspirate the catheter had not been determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2021: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 17 mg/ml at a dose of 1.6 mg/day via an implantable pump. It was reported that the patient experienced decreased pain relief. The patient admitted to falling a couple of months ago. Diagnostics/troubleshooting performed included a catheter access port (cap) procedure was performed. The hcp was unable to aspirate the catheter from the cap and decided to proceed with scheduling a catheter revision. The issue was not resolved at the time of the report.